Manufacturer narrative:
The leads were inserted into the correct ports and remain in service without further complication. As no further information concerning this report is expected, our investigation is complete. An amended report will be submitted if additional information is received.

Event description:
Boston scientific received information that four days after a device replacement procedure, a lead revision was required because, this chronic right atrial (ra) lead and the chronic right ventricular (rv) lead were reversed in the device header. No adverse patient effects were reported.